Event description:
I have had a total of 10 guardian 4 sensors (B)(6) say change sensor anywhere from 2 days to 5 days early from the 7 days it should work and doesn't. Readings are off, doesn't accept calibration and all are from the same lot number. I have called medtronic 5 times and been on hold without getting a hold of anyone for hours and even request call back that never comes. I can only report 5 every 90 days online. So far have only been able to report 3 of the 10 that have gone bad. The information is ref# mmt-7040, lot # c0526, manufactured 3/05/2026, exp date 3/05/2027. They really should be recalled but impossible to even get in touch with someone. I can gather more photos, but they all look the same as the one I am attaching. Hecc: 4582. Dpc: 3004,1535, 2440, 1559. Reference reports: mw5190828, mw5190829, mw5190830, mw5190831, mw5190832, mw5190833, mw5190834, mw5190835, mw5190836. This report captures medtronic guardian 4 sensor #10.